Manufacturer narrative:
One device was received for evaluation. Visual inspection was able to verify the reported problem. The downstream occlusion seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had ripped downstream occlusion seal. The product fault occurred during testing.